Event description:
Additional information was received from the hcp (healthcare professional) on (B)(6) 2015 and it was reported that the pump was delivering fentanyl (1000 mcg/ml at 159.7 per day) from (B)(6) 2015 to pump explant. The patient had no known drug allergies.

Manufacturer narrative:
Analysis of the pump found no anomalies. Conclusion code no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. When the pump was explanted, it appeared that the patient had been accessing his own pump due to the fact that there were several "nicks" in the silicone of the center port. The hcp knew that the patient was "using drugs". When explanted, they expected 0 ml, but there was actually 35 ml. They believed that the patient refilled the pump with some sort of fluid; it was unknown exactly what. The drug in the pump and the patient's pertinent medical history/concomitant medications were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.